Event description:
Customer reported via phone call that they have a broken sensor. The blood glucose reading is unknown. Customer also states that the sensor had gotten stuck in the serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.